Event description:
Information received by medtronic indicated that the insulin pump battery had short life. The customer swapped battery 2 times a week. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, active current measurement, and self tests; it failed sleep current measurement test. Thus software was utilized and uploaded trace, history files properly. No pump error was noted during testing, in the pump history file, in the long trace file, or in the power management graph. Using the adapt tool to determine unexpected battery power loss, the customer inserted a battery into the insulin pump at the following times: (B)(6) 2021 at 12:46:22, (B)(6) 2021 at 13:43:19, (B)(6) 2021 at 08:38:50 which is less than the expected interval of 2 weeks. Moreover, the customer would get a low battery alert at the following times: (B)(6) 2021 at 04:06:00, (B)(6) 2021 at 23:07:00, (B)(6) 2021 at 17:46:00 which again is less than the expected interval of 2 weeks. After inserting a known good electrical board 2 and a known good electrical board 1 into the test case, the sleep current measurement fell within specs. After swapping the test electrical board 2 onto a known good electrical board 1 and then into the test case, the sleep current measurement fell within specifications again, but after inserting a known good electrical board 2 onto the test electrical board 1 and then into the test case, the sleep current measurement read high.